Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory notification and presented to the clinic. Upon interrogation, the atrial lead exhibited low impedance and noise which led to inappropriate mode switches. The noise was not able to be reproduced. Other electrical measurements were normal. Chest x-ray revealed no abnormalities. The lead was explanted and replaced on (B)(6) 2016. There were no patient complications.